Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had pump error and buttons were unresponsive. The customer¿s blood glucose level was 8 mmol/l. The customer stated that they had pump error and were unable to clear alarm. It was also stated that the buttons were not responding. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected pump alarms, display anomalies, keypad unresponsive or button error alarms or e or a alarms noted during testing. Device received with high sleep current measurement due to corrosion on electronic assemblies. All buttons functioned properly. Device received with moisture damage on keypad traces, corroded force sensor assembly and moisture damage on motor assembly.